Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implanted: 19-jan-2026, b3300542 dbs lead implanted: (B)(6) 2024, b3400060m neuro extension implanted: (B)(6) 2024, b32000 neuro accessory implanted: 22-jul-2024, b35200 dbs ipg implanted: (B)(6) 2024, b3400060 neuro extension implanted: 22-jul-2024, b3300542m dbs lead implanted: (B)(6) 2024, 977c265 pain stim lead implanted: (B)(6) 2019, 97715 pain stim ipg implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) on stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.